Manufacturer narrative:
Initial reporter email -(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation; based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed, additional observations: ¿ crease fold observed. ¿ deformation observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.